Manufacturer narrative:
The patient weight was requested but was not provided. The serial number was requested but was not provided. The mobile power unit is not a single use device. Approximate age of device is not known as the serial number was not provided. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported during log file review by the technical service representative a no external power alarm was confirmed while the lvad was tethered to the mobile power unit. The emergency back up battery did run the lvad system during this time.

Manufacturer narrative:
Section a1, a4: additional information. Evaluation of the submitted log files confirmed low voltage alarms and a no external power event while the patient was supported by the mobile power unit; however, a specific cause for these findings could not be conclusively determined. The submitted log files contained data from (B)(6) 2018 through (B)(6) 2019. On (B)(6) 2019, a low power hazard alarm was captured when the rsoc voltage of the black and white cables simultaneously dropped from approximately 12v to approximately 2v. Additionally, a no external power alarm was triggered on (B)(6) 2019 by a similar low power hazard event when the rsoc voltage of the black and white cables dropped simultaneously from approximately 12v to approximately 7v and then to 0 v. These events appeared to be due to a loss of ac power while the system controller was connected to the mobile power unit (mpu). During each event, the absence of external power to the system led to the activation of the backup battery (ebb) and there was no interruption in pump function. Despite these alarms, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. Multiple attempts were made to obtain the serial number of the mobile power unit as well as additional information about the event; however, no information was provided by the account. The patient remains ongoing and the heartmate mpu was not returned for evaluation. The manufacturer is closing its file on this event.